Manufacturer narrative:
Samples were lithium heparin with a gel barrier and were centrifuged at 3,000 rmp for 10 minutes. The specimen for patient #1 was not filled to the recommended fill volume. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 met specifications. No errors were posted to the event log in association with this event. A field service engineer (fse) was dispatched: the fse noted bubbles being drawn into the wash pump. The fse cleaned and rebuilt the wash pump and replaced the transducer. Repairs were verified per established procedures and all testing met specifications. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously elevated troponin (accutni) results on two patients' samples. Subsequent testing produced results in the risk stratification range for one patient and in the normal reference range on the second patient's sample. The erroneous results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.